Event description:
See initial report.

Manufacturer narrative:
H11.a livanova field service engineer was dispatched to the customer¿s facility to retrieve the cockpit can log files. The files were analyzed, and the reported error could not be confirmed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding an essenz roller pump that could not start using the knob, once the profile was loaded. Before loading it, the pump could be controlled normally. The console was restarted, but the issue persisted. Furthermore a vent pump communication error was displayed. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 150. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.